Event description:
Pt presented to drs office on 12/17/97, with a missing posterior capsule and the iol in 'sunset" position in the eye. The pt denied trauma. The surgeon stated "doubt related" to lens. Lens replacement occurred on 12/18/97, to remove the dislocated lens. Pt prognosis is good.